Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013, alleging segments of the display screen were missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings:the pump powered on during testing with a clear and legible display screen. No segments were observed to be missing. Unrelated to the complaint, the pump¿s vibration motor was unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.